Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed via the femoral artery to support the 53 year old male patient admitted in with an acute myocardial infarction and cardiogenic shock diagnosis, presenting in scai stage e shock. The patient had an outside of hospital arrest and was on inotropes, pressors, and was vented for respiratory needs. The patient had signs of hemolysis on the day of placement. There was urine color change, and the pump was repositioned due to malpositioning. The pump was explanted. The team did state the explant and escalation to the impella 5.5 was not due to the hemolysis. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
B5 updated with additional information.

Event description:
Additional information received stating that the patient was experiencing and increase in increasing lactate dehydrogenase (ldh) and lactic acid. Unable to wean pressors the decision made to escalate to impella 5.5. After the impella 5.5 was placed, the patient's lactic and ldh started trending back down.

Manufacturer narrative:
B5 updated with an updated clinical narrative. B7 updated. Corrected data: d1 had been corrected in a prior report.

Event description:
An impella cp was percutaneously implanted via the right femoral artery on (B)(6) 2026 at 1:19 pm to provide temporary ventricular support for a 53-year-old male admitted with acute myocardial infarction complicated by cardiogenic shock, presenting in scai stage e. The patient experienced an out-of-hospital cardiac arrest prior to admission and required mechanical ventilation, inotropic and vasopressor support. On the day of impella cp placement, the patient exhibited signs of hemolysis, including a change in urine color, and the device was identified to be device malposition. The impella cp was repositioned; however, the device was subsequently explanted the same day at 10:07 pm. Per the treating team, the explantation and escalation of support were not attributed to the hemolysis. The patient was escalated to an impella 5.5 implanted surgically via the right axillary/subclavian artery at 9:09 pm on (B)(6) 2026 and supported until explant on (B)(6) 2026 at 1:47 pm, with no complaints reported related to the impella 5.5. Additional information received on (B)(6) 2026 indicated a past medical history of renal insufficiency and diabetes mellitus. Following admission, the patient developed worsening renal function with rising creatinine levels, oliguria, and hyperkalemia, prompting nephrology consultation and initiation of crrt/cvvhdf. The patient later required intermittent hemodialysis via a tunneled dialysis catheter; per documentation dated (B)(6) 2026, hemodialysis was discontinued following improvement in laboratory values. The patient survived both device explants. The impella cp device was discarded and not returned. The worsening renal function may have been influenced by pre-existing renal disease. Hemolysis is a known risk associated with impella support as described in the instructions for use and may be influenced by patient specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
Hemolysis/mechanical interaction with blood: the cause of hemolysis/mechanical interaction with blood was most likely due to pump was not in proper position since echo confirmed pump was deep & hemolysis was improved after repositioning of the pump. Device in wrong position: the cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review.